Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 432 mg/dl. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using admelog insulin. Tandem customer technical support informed customer that admelog insulin is indicated for use with tandem supplies for 2 days. Customer changed pump supplies to address the issue.